Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, and patients outcome were not reported. On an unreported date, the patient was hospitalized for the peritonitis. The action taken with pd therapy was not reported. The patient was discharged from the hospital. No additional information is available.